Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose and was in the hospital for surgery. Blood glucose level at the time of the incident was 400 mg/dl which was treated with manual injection in hospital. The customer did not feel ok to troubleshoot for high blood glucose. The customer reported that cannula was bent. The customer did not want to troubleshoot for high blood glucose. The device will not be returned for the analysis.